Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. The customer will continue using the current pump as a backup therapy while awaiting a replacement, which was arranged by technical support.